Event description:
It was reported by service report that the power cord was twisted and smashed flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cord run over by bed.